Event description:
Patient was revised to address infection. **update** (B)(6) 2012 - litigation papers were received.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the reported devices was not possible as they was not returned to depuy. A search of the complaints databases finds no other reported incidents of infection against the product and lot code combinations since their release to distribution. Based on the inability to find any other reported incidents against the provided product and lot codes, it is not unreasonable to conclude that there are no anomalies with regard to manufacturing, inspection or sterilization contained in the device history records that would contribute to the reported event. It is known the asr platform was voluntarily recalled in august of 2010 following an hhe (health hazard evaluation.) Further analysis regarding the asr product family will be documented, as determined pertinent, in (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.